Event description:
Medtronic received information that during implant, this bioprosthetic valve developed a small tear just above the suture line. It was reported that the tear was repaired and the pt did well following the procedure. The valve remains implanted.

Manufacturer narrative:
Evaluation method: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: other - cause of event cannot be determined. Analysis: the valve was not returned for analysis. Conclusion: the device history record was reviewed and showed that this valve met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The valve remains implanted.